Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent physical injuries, other injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use on dentures she received approx 15 years ago, and reported the following: profound and permanent neurological injury attributed to excess zinc and resulting copper depletion, profound and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for approx 15 years. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.